Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgical intervention may take place at a later date.

Event description:
Surgical intervention took place where the ipg was replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.